Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 55mm in diameter abdominal aortic aneurysm. It was reported that the contralateral gate could not be cannulated during the index procedure. In addition, contrast was not seen flowing through the limb and appeared to be blocked. The physician performed an intervention and converted the patient to an aui, resolving the event. Per the physician, the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.